Manufacturer narrative:
The patient was hospitalized for the peritonitis and discharged on unreported dates in (B)(6) 2018 (previously reported as unknown dates). On an unreported date in the same month as onset, the peritonitis was resolved and the patient was recovered from the event. It was reported that the patient continued with pd therapy without complications (not further specified). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal patient experienced peritonitis reported as a peritoneal infection. The cause of the event was unknown. The event was manifested by cloudy effluent. On an unknown date, the patient was hospitalized. Treatment details were not reported. On an unreported date, dianeal therapies were discontinued. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. No additional information is available.